Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. There were contact marks on the probe of the subject device and the jaw which had a worn pad. The ptfe pad of the subject device was severely worn. Short circuit error did not reproduce. As the result of checking the manufacturing record of the same lot, there was nothing abnormal found. This type of the pad damage is most likely related to the operator's technique. Based on the similar cases in the past, omsc presumes the event occurred due to the following occurrence mechanism. The ptfe pad was severely worn since the user activated output while the subject device was grasped nothing. Then, the probe contacted with the jaw which had a worn pad. Since the user activated the subject device while the probe contacted with the jaw which had a worn pad, seal & cut short circuit error and seal short circuit error occurred. Then, the contact marks were made. The probe received force since the user continued to use it. Then, probe damage error occurred. The instruction manual of the device has already warned as follows; do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.

Event description:
During a laparoscopic total gastrectomy, two tb-0535fcs were used. Seal & cut short circuit error, probe damage error and seal short circuit error occurred on both of them. The user checked the tb-0535fc which was first used. As a result, the device worked. The user completed the intended procedure with the first tb-0535fc. On august 25, 2017, olympus medical systems corp. (Omsc) confirmed that the ptfe pad of one of the tb-0535fcs was severely worn. No patient injury was reported. This is the report regarding the severely worn ptfe pad.